Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified error displaying on the dexcom. The patient stated that numbers were not displaying, and she ended up having an extreme low which resulted in the paramedics being called. She stated that her son checks on her blood glucose (bg) values before going to work every day. On the day of the event, he checked her cgm and instead of a reading saw some sort of error displayed on the receiver. He then checked a fingerstick bg which was 21 mg/dl. He attempted to raise her bg with juice and food. The patient was awake but very sluggish in her responses and the bg only rose to 24 mg/dl so he then called emergency medical services (ems). Paramedics arrived at their home at 5:00 am and gave her IV glucose. Her bg was checked again and was 400 mg/dl. Paramedics confirmed the patient was okay and left her home at 5:30 am. The patient did not experience any other side effects or issues and was fine after the paramedics left. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.